Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and bleeding. It was reported that patient underwent mesh removal on (B)(6) 2009 for recurrence. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent gynecological procedure on (B)(6) 2009 the pinnacle pelvic floor repair kit was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.